Manufacturer narrative:
Summary of evaluation: this event could not be verified with the limited amount of info provided.

Event description:
When opened, the inner and outer packaging stuck together and bone plug went on floor. There was no adverse consequence for the patient or delay in surgery or anesthesia time.